Event description:
Consumer alleges his humidifier sparked on the inside and emitted a burning smell. No injuries or property damages were reported with this incident.

Manufacturer narrative:
A prepaid label was sent to the consumer for return of the product. Product has not been returned.